Manufacturer narrative:
Sections with additional information as of 28-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; defect was detected. H10: most likely underlying root cause: rc-61: storage outside specifications. Rc-72: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial oncern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
(B)(4). Meter and test strips were returned for investigation. Pending evaluation.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 165, 184, 216, 195 and 176 mg/dl. The customer¿s expected fasting blood glucose test result range is 110 - 130 mg/dl. Customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 09/21/2020 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).